Event description:
The facility reported a flo-gard device with failure code f94. This problem occurred during a patient infusion of an unknown dose of potassium. There was no patient injury or medical intervention reported by the facility. No additional information is available.

Manufacturer narrative:
Evaluation summary: a baxter service technician evaluated the pump. The reported condition of failure code f94 was confirmed during service and found to be due to a depleted main battery. The technician replaced the main battery and returned the device to the cusotmer within specifications.